Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states without the requested information, the reported speedstitch needle tip breakage could not be further assessed. The speedstitch needle tip is made of 304 stainless steel spring wire. The speedstitch needle is an externally communicating device, it is neither manufactured nor intended for implantation. It is also not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond the reported device breakage could not be definitively determined. Micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include: 1) excessive force. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a hip procedure, internal to patient, the tip of the speedstitch needle broke off and was not able to be "fished out" of the hip capsule of the patient. The procedure was successfully completed with non-significant delay using a s+n back-up device. No further complications were reported.